Event description:
It was reported that pacemaker device was depleting prematurely. No adverse effects were noted and no further information was available.

Event description:
It was reported that pacemaker device was depleting prematurely. No adverse effects were noted, and no further information was available. Device received indicated that this device was explanted. The boston scientific representative was initially contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted scratches. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that that pacemaker device was depleting prematurely. No adverse effects were noted and no further information was available. Device received indicated that this device was explanted. The boston scientific representative was initially contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.